Event description:
Medtronic received information that this biopump seized after running for approximately 120 hours in an extracorporeal membrane oxygenation (ECMO) case. The handcrank was not used as the pump drive itself still had revolutions. The pump head had no forward flow. The circuit was replaced with a (B)(4) cardiohelp circuit and the support continued. Additional information was received that just before the event occurred, the patient was being bathed and was turned on their left side. When the patient was returned to a supine position, the flow alarm sounded on the medtronic bio console. Forward flow could not be established by adjusting the revolutions per minute (rpms) of the pump. The ventilator was adjusted, and steps were taken to intervene and replace the circuit with a (B)(4) cardiohelp device. No adverse patient effects were reported as a result of the event.

Manufacturer narrative:
Additional information was received through uf medwatch: (B)(4). Upon receipt at medtronic's quality assurance laboratory, visual examination determined that the pump was returned bloody with a large clot. The device was held up against a magnet and the impeller did not spin and or move. The pump was rinsed out using water, removing the clot a small amount at a time. The device was then cleaned in a 10% bleach solution. After cleaning, visual inspection confirmed that the impeller was free to spin inside the housing. The device was run on a bio console from 0-3500 rpms and operated as expected. The clinical observation was confirmed for a seized pump. However, the device was used for 120 hours which is outside the intended use. Analysis of the pump revealed a clot formation restricting flow. After removal of the clot the pump functioned as intended. It is suspected that during patient manipulation a clot broke free and was caught in the pump head resulting in the no flow condition reported by the health care professional. The IFU states the following: affinity cp IFU (B)(4) indications for use; the affinity cp centrifugal blood pump is used to pump blood through the extracorporeal bypass circuit for extracorporeal circulatory support for periods appropriate to cardiopulmonary bypass (up to 6 hours). Precaution: a strict anticoagulation protocol should be followed, and anticoagulation should be routinely monitored during all procedures. The prescribing physician must weigh the benefits of extracorporeal support against the risk of systemic anticoagulation. (B)(4).